Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented in clinic during follow up when the device with an episode of nonsustained rv oversensing. There was post-sensed oversensing on the stored egm. The ventricular post-sensed programming changes were made. There were no further issues.